Event description:
Further follow-up revealed that the event occurred during vns system diagnostic testing. The patient's device is normally set to 0.25ma output currant the output current during the diagnostics test was set to 1.0ma. Tha patient was not able to tolerate the higher setting and experienced pain which led to tha reported injury. The patient was net to 0.25ma without any further problems.